Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the user was alleged insulin pump for possible under delivery and blood glucose went high. Blood glucose level was 352 mg/dl. Troubleshooting was done for under delivery anomaly. Customer treated their blood glucose level with manual injections or insulin pen. Customer was using auto mode feature. Customer was suffering from abdominal pain. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. No harm requiring medical intervention was reported. The insulin pump and reservoir will not be returned for analysis.